Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, no delivery alarm and unexpected restart alarm. Customer had a blood glucose level of 50 mg/dl due to over correction that resulted a high reading of 372 mg/dl recently. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. Customer declined troubleshooting for high blood glucose and unexpected restart alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test. No motor error alarm, unexpected restart alarm and excessive no delivery alarms noted. No unexpected resetting time/date after changing battery noted. The motor was tested outside of the device and passed. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.